Event description:
The user facility reported that the device overheated during testing prior to a procedure. There was no patient impact, no significant delay, no medical intervention, and no adverse consequences.